Event description:
It was reported that during preparation for a laparoscopic nephrectomy procedure, when attempting to preload device, clips would not load into jaws of device. The clips just fell out of device. Used new clip applier for procedure. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient? - no. How was it retrieved?- clips fell out on scrub table whilst pre-loading the device for use! What vessel or structure was the device fired on at the time of the event? - it wasn't. Was the clip fully advanced into the jaws prior to firing? - n/a. Was there any torquing or twisting of the device present at the time of firing? - no. Was any unexpected resistance felt while firing the trigger? - no. Were any unexpected noises heard? If so, when? - no. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - after a number of firing's outside the patient the device was replaced with a new one without incident. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.